Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a cut white pulse wire in the monitor's electrode belt cable receptacle. The root cause for the cut could no be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was unable to communicate with electrode belt.